Event description:
It was reported that the patient with this tactra penile prosthesis presented with an infection at the implant site two months post procedure. The patient noticed a small secretion from the incision site, which was treated with antibiotics, but was unsuccessful. An evaluation revealed the beginning of a possible cylinder prosthesis extrusion through a cavernous fistula. The tactra device is currently implanted, and the replacement surgery is already booked. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.

Manufacturer narrative:
B3 approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with an infection at the implant site two months post procedure. The patient noticed a small secretion from the incision site, which was treated with antibiotics, but was unsuccessful. An evaluation revealed the beginning of a possible cylinder prosthesis extrusion through a cavernous fistula. The tactra device is currently implanted, and the replacement surgery is already booked. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated b5 describe event or problem, d6b explant date and h6 impact codes.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with an infection at the implant site two months post procedure. The patient noticed a small secretion from the incision site, which was treated with antibiotics, but was unsuccessful. An evaluation revealed the beginning of a possible cylinder prosthesis extrusion through a cavernous fistula. The tactra device was explanted and replaced. There were no additional patient complications reported.